Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure at 170,710 joules of use, the fiber cap came off inside the patient. The cap was retrieved from the patient with forceps. The tip was not cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber (53,056 joules used). No patient injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and not returned; the outer flow tubing open end wall integrity is compromised, and exhibits signs of slight melting, and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.